Manufacturer narrative:
(B)(4). Batch # t92l1t. Investigation summary: the device was received with no apparent damage. The device was tested on the generator, this resulted in the ¿re-position jaws and reactivate¿ alert screen. No communication issues were noted at any time as reported. The instrument was disassembled to inspect the internal components and it was noted that the inner hypo tube insulator was missing causing the re-position alert screen received. This probably happened in our manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a bladder total extirpation, the device was not recognized although it was connected to gen11. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.